Event description:
Medtronic received information that 24 months post implant of this bioprosthetic valve the patient was symptomatic and the cardiologist felt that the patient's valve gradients were high. The explanting physician noted that the valve was functioning normal and looked good upon explant. Another valve was implanted and no adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a pink solution in a specimen container. Pieces of host tissue were received with the valve for analysis. The valve appeared slightly distorted. All leaflets were slightly stiff but flexible. A tear and/or abrasion through the free margin and lunula of the non-coronary cusp appeared to be possibly due to contact with host tissue along the outflow rail. All commissures were intact. Glistening off white pannus remained attached to the right non-coronary stent post, extending to the outflow rails adjacent to the right and non-coronary cusps, partially covering the outflow margin of attachment of the right cusp and commissural area on the non-coronary side. Four pieces of pannus were received with the valve. Two of the larger pieces of pannus showed characteristics that appeared consistent with pannus overgrowth from along the inflow margin of attachment extending to the inferior coaptive area. An unknown amount of pannus appeared to have been removed on the inflow an outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. (B)(6). (B)(4).